Event description:
Info received indicates the ground resistance reading was high while doing an electrical safety test.

Manufacturer narrative:
The technician found that the ac plug had a loose ground pin. He replaced the ac plug and this resolved the high ground resistance reading issue.